Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition and capsular contracture, baker grade ii.

Event description:
Healthcare professional via regulatory agency reported "folds, waves, rotation of the device and stage 2 shell of the 2 prostheses". This record is for the right side. Device was explanted.